Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. Visual inspection and functional testing of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the tip of the sheath; however, the tip of the dilator was broken with stress marks that suggest excessive force was applied to the device. The original dilator was introduced through the sheath, and no resistance or other issues were observed. A device history record review was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed as the broken dilator could be related to the failure reported. The dilator damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigo and during preparation, as the doctor proceeded to insert the vizigo into the patient, it was noted that the vizigo had damage at the tip. For patient safety, it was requested that the product be changed. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional testing of the returned device were performed. Visual analysis revealed no damage or anomalies on the tip of the sheath; however, the tip of the dilator was broken with stress marks that suggest excessive force was applied to the device. This finding is MDR reportable.